Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, knob clicking was confirmed. In addition, bending section cover glue cracks were noted. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
It was reported the evis exera iii colonovideoscope has a loose and an abnormal degree of up/down angulation. The control knob clicks when its manipulated and the bending sheath cover is broken/torn/ruptured-metal is protruding. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This supplemental report is to inform that upon further review, this is not a reportable malfunction. Per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur. Olympus will continue to monitor complaints for this device.